Manufacturer narrative:
A ge service representative performed an onsite investigation. The ups battery was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
It is reported the system intermittently displayed a system error. The system required a reboot to regain functionality. There is no report of death or serious injury associated with this complaint.